Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-testing, and a review of the alarm log were performed. A review of the alarm log verified the occurrence of the alarm. A damaged force sensing resistor (fsr) was identified during visual inspection. During the power on self-test, the device presented the f-38 alarm. The cause of the condition was determined to be the damaged fsr. The device could not be repaired due to fsrs being out of stock. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.